Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) for an atrial driven rhythm. Technical services (ts) reviewed the reports and provided reprogramming options. Ts also noted oversensing of noisy signals on the right atrial (ra) and right ventricular (rv) lead channels. The ra lead is a non-boston scientific product. Additionally, the ra lead channel exhibited low within limits impedance, high capture thresholds, and low amplitudes intermittently. Ts provided troubleshooting actions. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the patient will resume medication again and will continue to be monitored. The device remains in use. No additional adverse patient effects were reported.